Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 133.6080 on 8015 4.7 unit. Technical support - I inform the tech 8015 4.7 unit is no longer support, but I will help him as a courtesy with the unit which became eol on 01/01/2019, the error code he is get 133.6080 has to do with the backup speaker needs to be replace speaker fail tech thank me for my assist. A review of the device history record for sn13556545 was performed from 12/01/2011 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - the error code he is getting 133.6080 has to do with the backup speaker needs to be replace speaker fail. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case #: (B)(4), case subject: npi error 133.6080 on 8015 4.7 unit, account name: orange county - (B)(6) medical center, account #: 10146321, asset name: 8015 pcu dom a/b/g/n v9.13.0.54, asset location: contact: (B)(4), contact email: (B)(4), contact phone: (B)(4), contact mobile: patient or user involvement: no, patient or user harm: no. Case description: tech call in for help on 8015 4.7 unit serial # (B)(6). Failure device type: failure problem type: failure mode: case resolution: firs inform tech the 8015 4.7 unit is no longer support, but I will help him as a courtesy the small unit became end of life affect 01/01/2019, the error code he is get 133.6080 has to do with the backup speaker needs to be replace speaker fail

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was displaying error code 133.6080. Npi.